Manufacturer narrative:
(B)(4). Date sent: 04/20/2025. B3: corrected. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/27/2025 d4: batch #401c78 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gcfrgw reload was returned with no apparent damaged. In addition, the package was returned opened along with the reload. Upon visual inspection no issues were observed related to integrity. In addition, the seal area was noted completed. The event could not be confirmed as no damaged was noted on the package. Additionally, photos were provided and they showed a package from top view with a label, code gcfrgw lot: 401c78. (Exp. Date: 2026-03-31). Device history review a manufacturing record evaluation was performed for the finished device lot number 401c78, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 02/20/25. D4: batch #unk. Additional information was requested, and the following was obtained: which portion of the packaging was damaged (tyvek, plastic/blister, white outer box, etc.)? Tyvek. Was sterility compromised as a result of the packaging damage? Yes. What was done with the device (discard, return etc) will return. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device gcfrgw with lot number 401c78; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a pneumonectomy procedure, it was observed that the packaging of the device was damaged before use on a patient. Another like device was used to complete the procedure. There was no patient consequence nor surgical delay reported. Additional information requested.